Event description:
Device report from synthes (B)(4) reports an event in hungary as follows: during an operation on 04/23/2013, reportedly the screw driver shaft broke. There was no impact to the procedure and the operation was completed successfully. The broken fragment was discarded of. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the broken screwdriver shaft shows that the coupling end is indeed broken off as complained. The fracture area is homogeneous which indicates material conformity. We do suppose that too much mechanical force over the years - manufactured february 2008 - has finally lead to the breakage of the coupling end. The manufacturing documents were reviewed and no discrepancy to the specifications where found. No product fault could be detected.